Event description:
It was reported that the patient received multiple shocks. The lead was explanted. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes unstable dft's. Therapy delivered was appropriate. Patient was in a vt storm.